Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a failed battery test alarm and a keypad anomaly. The customer¿s blood glucose was 452 mg/dl at the time of incident. Customer stated that the blood glucose was high and the buttons were unresponsive while trying to deliver a bolus. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump alarmed failed battery test and battery replacement did not resolve the issue. Customer had a high blood glucose of 452 mg/dl and treated with insulin pump. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with no button response due to lcd keypad connector unlocked. Unable to confirm failed battery test or perform the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to button keypad anomaly. Device passed stop current test. Device had cracked case at display window corners, cracked reservoir tube lip, minor scratched display window and stained address or serial number label.